Event description:
The pathway jetstream atherectomy catheter tip entrapped the viper wire (on which a emboshield 4 - 7 filter was deployed) during its use and could not be freed. Therefore the entire sys (jetstream, filter, and wire) had to be removed together resulting in some distal embolization downstream into the tibial vessels.